Event description:
It was reported that the customer had same drain bag they have called about. Stated that they use it at night only, during the night patient had to get up multiple times to empty it because they feel pressure from the tubing or bag like it was not draining. Representative reviewed possible vapor lock on new bag and explained how to separate material to break vapor lock which might cause urine to back up into tubing. Also explained how system could vapor lock if the air vent gets wet. Patient denies getting vent wet. Per follow-up via phone on 19may2023, it was reported that the customer's current supplier was vitality medical and the customer was dealing with incontinence and slept on their left side with the drain bag attached to their bed rail roughly below their hip. The pressure they had been feeling was mainly in the penis, and the drain bag was only levelling out to 300 cc. They ran water through the drain bag at times to see if the issue would resolve itself, and sometimes it did not. The results were the same regardless. They noticed the pressure buildup every 2 hours after reapplying their texas catheter to the drain bag, and they just had an artificial sphincter activated 2 days ago. They also wear disposable underwear in the event of any accidents.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had same drain bag they have called about. Stated that they use it at night only, during the night patient had to get up multiple times to empty it because they feel pressure from the tubing or bag like it was not draining. Representative reviewed possible vapor lock on new bag and explained how to separate material to break vapor lock which might cause urine to back up into tubing. Also explained how system could vapor lock if the air vent gets wet. Patient denies getting vent wet. Per follow-up via phone on 19may2023, it was reported that the customer's current supplier was vitality medical and the customer was dealing with incontinence and slept on their left side with the drain bag attached to their bed rail roughly below their hip. The pressure they had been feeling was mainly in the penis, and the drain bag was only levelling out to 300 cc. They ran water through the drain bag at times to see if the issue would resolve itself, and sometimes it did not. The results were the same regardless. They noticed the pressure buildup every 2 hours after reapplying their texas catheter to the drain bag, and they just had an artificial sphincter activated 2 days ago. They also wear disposable underwear in the event of any accidents.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.